Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving hydromorphone [10 mg/ml] at a minimum rate via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was admitted to the ICU on (B)(6) 2017 and needed the pump put back at the patient's regular infusion rate. A manufacturer representative came out to the hospital on (B)(6) 2017 to set the pump at minimum rate but there is now no concern with the pump so they need the pump put back to the original infusion rate. The patient is starting to go into withdrawal, including headache, pain, and a little shaky. This was considered a sudden change. There were no further complications reported/anticipated.